Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The devices were reported to have been discarded by the facility. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that two meniscal cinches, ar-4501, were being used during an acl procedure. During use of the first meniscal cinch, the first implant pulled through capsule. In the second one, the second implant did not deploy. Both implants had to be removed from the knee but were not salvaged for return. For each device, one of the peek implants remained implanted behind the capsule. The process caused about a 20 minute delay in surgery. The meniscus was eventually repaired with a third device to the satisfaction of the surgeon. Additional information requested. Additional information provided 11/16/19: an additional; incision was made in an attempt to put the implant back into the cannula by placing a small grasper in another portal.